Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that during the implant of this right atrial (ra) dextrus lead thresholds had increased and the lead was repositioned which resulted in a perforation. Additionally, a pericardial effusion was observed and required draining. No adverse pt effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional info is received.